Manufacturer narrative:
(B)(4). Additional questions in regard to this incident have also been asked. If a sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted. Covidien brazil has noted that the 4 (B)(4) generators sold to this site in 2001 have not returned to covidien for maintenance. Maintenance of the equipment is assumed as having been done by clinical engineering at the hospital.

Event description:
The hospital reported a pt had a burn in the abdominal region. The hospital reported no details of what equipment was used or date of procedure. Covidien brazil sold 4 (B)(4) generators in 2001 to this site. The medical procedure was reported as a laparoscopic gynecologic procedure and the injury as a serious burn, necessitating medical procedures and plastic surgery to treat the lesions.